Manufacturer narrative:
(B)(4). Data logs confirmed that there were intermittent power failures on the date of the reported complaint. The field service representative (fsr) replaced both power supplies. The unit operated to the manufacturer's specifications. During laboratory analysis the product surveillance technician (pst) noted that both power supplies had intermittent direct current (d/c) output voltage failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a ''battery cannot be charged, full backup may not be available'' message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: (B)(6) 2017 during cardiopulmonary bypass (cpb) the central control monitor (ccm) on the heart lung machine (hlm) base gave the perfusionist (ccp) an error message in the message tab that the battery cannot be charged, and full backup may not be available. This message did not change the course of the surgical procedure, but the ccp alerted biomedical engineer to look at what would be the root cause of the message. The manufacturer's technical support was able to gather further information from testing and determined that the unit had a faulty power supply, and relayed on that by cycling the power on the base it fixed it. As noted, this alarm and incident with the power supply did not delay or disrupt the surgical procedure for the team was using alternating current (a/c) power, and the patient was weaned from cpb without any harm or blood loss.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.